Manufacturer narrative:
An event regarding loosening involving a citation stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: on x-ray, the stem is grossly loose. It has radiolucent lines with osteolysis all around the stem, has subsided significantly while also a pedestal is present below the stem tip, this is bone formation below the stem tip as some kind of secondary attempt of the body to stabilize the stem, but usually in vain. Also the cortical hypertrophy around the distal stem section suggests there was secondary distal stem loading instead of proximal fixation. As such, all findings confirm the stem loosening although the cause of loosening remains obscure. Stem size and position appear both adequate while also cup position and fixation are excellent. So, no risk on impingement or other adverse biomechanical issues. No heterotopic bone formation or other adverse factors to contribute to potential loosening. Early post implantation x-rays, not available, might provide good comparison for initial size and position because the secondary changes are so dramatic that any traces pointing to earlier risk factors for impending loosening may have been erased. No other information to establish a potential root cause for this stem loosening. Many patient-related factors regarding medical morbidity or medications may present risk factors for loosening. Also smoker status is unknown, an other risk factors for failure of device fixation. As such, this case cannot be solved due to lack of adequate information. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, additional x-rays and operative reports as well as patient history and follow-up notes would be helpful to rule out possible contributory factors. If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2006, the patient underwent tha surgery with the citation stem and triad ha cup. About 9 years after, the patient felt the pain in hip. The surgeon checked x-ray, he confirmed the looseness of the stem. Therefore the surgeon performed revision surgery on (B)(6) 2015. (Femoral bone did ibg).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report. Discarded.

Event description:
On (B)(6) 2006, the patient underwent tha surgery with the citation stem and triad ha cup. About 9 years after, the patient felt the pain in hip. The surgeon checked x-ray, he confirmed the looseness of the stem. Therefore the surgeon performed revision surgery on (B)(6) 2015. (Femoral bone did ibg).